Event description:
Customer reported performing comparison tests with freestyle meter with results of 247 mg/dl and 139 mg/dl. The customer called because they were doubtful which measurement was correct. The cusotmer did not require medical attention. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.